Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2021-16669. It was reported that the patient experienced swelling and pain at the lead site. In turn, patient was hospitalized from (B)(6) 2021 and discharged on (B)(6) 2021. Patient was administered medication and reprogrammed to address the issue.